Event description:
It was reported by the surgeon that this right ventricular (rv) lead was not in the right ventricle but was in a vein while the patient was undergoing open heart surgery. It was noted that the lead was functioning normally pre- and post-surgery. The boston scientific representative could not confirm the physician's allegation. It was noted that this lead also exhibited low pacing impedance within range. Technical services (ts) provided possible causes and advised to continue to monitor. After the procedure, the lead exhibited intermittent loss of capture (loc) and the device was reprogrammed to resolve the intermittent loc. The lead remains in use. No adverse patient effects were reported. Subsequently, the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Event description:
It was reported by the surgeon that this right ventricular (rv) lead was not in the right ventricle but was in a vein while the patient was undergoing open heart surgery. It was noted that the lead was functioning normally pre- and post-surgery. The boston scientific representative could not confirm the physician's allegation. It was noted that this lead also exhibited low pacing impedance within range. Technical services (ts) provided possible causes and advised to continue to monitor. After the procedure, the lead exhibited intermittent loss of capture (loc) and the device was reprogrammed to resolve the intermittent loc. The lead remains in use. No adverse patient effects were reported.